Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield came out of packaging and the c-ring was bent. They never used the damaged device. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield came out of packaging and the c-ring was bent. They never used the damaged device. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25136397,25137208,25137317 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The c-ring was not transected. The c-ring remained attached to the cannula due to the presence of retention rib. The scope wash tubing was observed to be bent at the center. A mechanical evaluation was conducted. While the toggle switch was able to be maneuvered, the scope wash tube was unable to be retracted or extended. An engineering evaluation was conducted. The metal shaft of the cannula was cut away, exposing the scope wash tube inside. A microscopic inspection was conducted. It was observed that glue was visible on the scope wash tube. An operator re-training was conducted on mpi2042813/mcv0001599, attached for review. Based on the return condition of the device and the results of the investigation, as the scope wash tube is the part of the c- ring assembly, the reported failure "bent -ring" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield came out of packaging and the c-ring was bent. They never used the damaged device. A replacement device was used to complete the procedure. No patient involvement.